Event description:
The pt's ventilator alarmed during in-line nebulizer treatment instilling. Pt became cyanotic, increased heart rate, decreased oxygen saturation; pt diagnosis on admission to the hosp was repsiratory failure. The ventilator was secured, however a curious cs engineer noticed the machine, on a routine visit, and fixed the problem and/or needed repair, attacheddevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: component failure. Conclusion: device failure occurred but not related to event, device failure related to patient condition. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.